Event description:
It was reported that pericardial effusion (pe) occured. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned at the laa and a 21mm watchman closure device and delivery system (wds) were advanced. During advancement of the wds, resistance was felt, and the patient developed a pe. The wds was removed from the patient and another 21mm wds was used to complete the procedure and implanted. The procedure was concluded. The patient is stable following the procedure.